Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A healthcare professional reported a higher scan was received on the sensor when compared to an hcp device. It was further the customer experienced a loss of consciousness and had contact with a healthcare provider who diagnosed the customer with hypoglycemia and was provided simvastatin (lower blood levels of "bad" cholesterol) for treatment. Additionally, it was reported that a sensor scan reading of 369 mg/dl compared to the healthcare meter result of 37 mg/dl were taken at an unspecified time apart. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.